Event description:
Additional information reported that the patient was reprogrammed many times and was unable to achieve the same stimulation that he had prior to the replacement surgery. There was no hospitalization due to the event. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacture representative has reprogrammed the patient's device many times since he r most recent implant and has not been able to do so correctly. The patient was reportedly not getting stimulation down her left leg. It was later reported that the patient's lack of coverage in her left leg was not a new problem and occurred after the patient was involved in a car accident. It was noted that her system is functioning and there were no malfunctions. It was further noted that an impedance check was done as well as an x-ray and impedances were within normal range and there was no change in lead location. It was later reported that the patient had never had coverage in her left leg. It was later reported that the patient had to have her device changed out after a car accident. When the patient had a device replacement her health care provider (hcp) discovered that two of her leads were not working. Please refer to manufactures report number 3004209178-2012-05469 for information concerning the patients previous device.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient felt that the therapy was not working the same as with her old implant, and was "not working like she felt it should be." The patient had been working with her manufacturer representative for reprogramming. Additional information indicated that the patient's device depleted down from 50% "in just a few days." It was noted that the patient rarely turned on her neurostimulator, as the lead alone was enough to help with her sciatic pain. Stimulation was not received in the intended location, and the patient was without stimulation on the outside of her right knee down her leg. It was noted that the patient was in an accident and the patient did had not receive coverage after the accident. It was unknown if the symptoms were present before the accident. The patient thought that the adaptor was bad. Lead impedances were checked and found to be "fine." Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 74002, lot# n312058, implanted: (B)(6) 2012. Product type: adapter: product ID 3998, lot# l85281, implanted: (B)(6) 2002. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).